Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The otw graftmaster 3.0 x 19 mm mentioned in b5 is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a saphenous vein graft to the circumflex. The patient was admitted with a myocarial infaction. Balloon angioplasty was performed when there was a perforation noted. A 3.5 x 16 otw graftmaster was implanted to seal the perforation; however, the perforation expanded and there was a leak distal to the stent. A 3.0 x 19 mm graftmaster was implanted distal to the first stent and there was still a leak. A 4.0 x 16 mm graftmaster was implanted distal to the first two stents to successfully seal the perforation. No additional information was provided.